Event description:
The reporter contacted animas on (B)(6) 2014 reporting a history settings (inaccurate delivery) issue. The reporter stated that the patient had blood glucose (bg) over 600mg/dl with nausea, vomiting, polydipsia, difficulty breathing (rapid, deep breathing, shortness of breath, chest pain) and large ketones. The patient was taken to the emergency room and treated with insulin via injection and IV fluids. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Investigators were unable to adequately investigate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.